Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had non-responding buttons on the keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'buttons no responding' was not reproduced. Evaluation inspected the device and found the keypad functioned as intended. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Keypad overlay was found damaged. Keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. This issue would not have a direct effect on the entry of infusion parameters. This issue may result in a delay of the delivery of intravenous (IV) solutions if the user opted to choose a new pump for use. It is unlikely this issue would cause or contribute to a potential death or serious injury.